Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing of the set had been sealed. The cause of the condition was determined to be due a manufacturing issue during packaging. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo primary administration set was melted. This was noted before patient use. There was no patient involvement. No additional information is available.